Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy (prolapse on the anterior leaflet and thin leaflet). The reported unspecified tissue injury is due to the slda. Additionally, unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. First clip was implanted with no reported issue. A second clip was advanced to the patients valve and deployed. Post deployment the clip detached from the anterior leaflet (single leaflet device attachment(slda)) and the anterior leaflet was noted to be torn. In addition there was a suspected chordal rupture. An additional clip was implanted to stabilize the slda clip and the mr was reduced to a grade of 1+. According to the physician the slda may have been due to the patient's anatomy. There was no clinically significant delay in the procedure. No additional information was provided.